Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. Reportedly, the wake button was hard to press. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.